Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that tip of the wire fractured off. Action taken was unknown. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.